Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) and left ventricular (lv) leads exhibited non-capture, high impedance and oversensing due to not being properly seated in the header of the cardiac resynchronization therapy defibrillator (crt-d). The patient was programmed to atrial-only pacing and fitted with a life vest. The crt-d was later removed and returned to the manufacturer. Lead status could not be confirmed although the patient was to be sent for rv lead extraction. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.